Manufacturer narrative:
The scope will not be returned to olympus for evaluation. The user facility reported that both scopes are back in use at the user facility as the 2nd culture test has come back negative. As part of our investigation, an instrument service history review was performed and no service records were obtained for the reported scopes. In addition, an olympus endoscopy support specialist (ess) visited the user facility on july 26, 2017, august 3, 2017 and august 4, 2017 to observe the facilities reprocessing practice and provide a reprocessing in-service training. The ess found no reprocessing deviations. The cause of the reported positive culture could not be determined at this time.

Event description:
Olympus was informed that after reprocessing, two colonoscope¿s (cf-hq190l) culture tested positive. One colonoscope (sn# (B)(4)) tested positive for citrobacter freundii, escherichia coli, and pseudomonas aeruginosa. The other colonoscope (sn# (B)(4)) tested positive for enterococcus faecalis. No patient infections reported. It was further reported that the user facility performs pre-cleaning immediately after each procedure, uses a non olympus single use brush during manual cleaning, and performs leak testing using an olympus leak tester. Additionally, the user facility uses an olympus automated endoscope reprocessor (aer) machine. The last preventative maintenance on the olympus aer machine was (B)(6) 2017. No problems found with the aer. The scopes are hung vertically in a ventilated cabinet. All reprocessing personnel were properly trained on how to reprocess a scope. This is 1 of 2 reports.